Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. The allegation was not confirmed. The probable could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.